Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system had a collimator iris potentiometer error message. No pt injury was reported.